Manufacturer narrative:
(B)(4). At this time, vyarie medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was delivering a higher amount of oxygen than expected. It is unknown at this time if there was any patient involvement associated with this reported event.